Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported patient interface was unable to obtain suction in the unknown eye of the patient during lasik surgery. There was no patient impact or harm. The surgery was completed with new patient interface.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The reported product was not received at the production site and insufficient information was provided. Therefore, the root cause for the complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).